Event description:
Customer reported, during daily check of device, key fault condition was displayed. No reported pt involvement. Service rep was unable to duplicate reported condition. Proper operation of device was confirmed.